Event description:
Caller reported a malfunction on the pump, noting the malfunction code as malf 3. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To address the issue, the customer planned to use a backup insulin pump to ensure continued insulin delivery. Technical support decided to replace the faulty pump with a new one within warranty, confirmed the shipping details, and provided instructions for storage mode and pump return. The caller understood and acknowledged the steps required, including returning the malfunctioning pump using a pre-paid label within 10 days.